Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0d9dc, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient complained about things in their head, the leads specifically. It was stated that the dbs has been very helpful. Two or three months prior, the patient had pain in their upper right neck near the lead. There were no signs of infection or swelling. The patient reportedly has had a few falls and may have hit their head. At one point the pain got so bad that the patient saw a healthcare provider (hcp) and upon examination the hcp stated that they probably have scar tissue that got stretched or torn in a fall. The patient was reprogrammed on the right lead, changing voltage from 2.4 to 2.5, and back down to 2.4 because the patient's mouth cornered up. A couple hours after reprogramming the patient was getting shooting pain up through their head bad enough to make them cry. The patient saw a chiropractor who turned their device off, and the patient reportedly felt better. The chiropractor took x-rays to asses for disk or nerve damage. It was stated that the chiropractor felt adhesions in the patient's neck. It was stated that the patient's device was checked a few days prior with a programmer. The neck pain has been going on for a few months, but it has gotten worse two days ago. When it was first checked, the hcp stated it was probably torn scar tissue. The pain seemed to get better, but lately it has gotten worse. The pain reportedly shoots up all over the patient's head. It was stated that the pain was much better, but it doesn't go away. The pain happens more when the patient is moving in certain positions. The leads have not changed in appearance. The patient's right side was off, and the left side appeared to be working. The patient also complained about the devices protruding under the skin. While on the call with patient services the patient got a stabbing sensation up their right side on their neck and scalp while moving on the couch. The hcp had told them their scar tissue has moved/torn about a month prior. No further complications were reported or anticipated.